Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and event perforation (fallopian tube) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. Concomitant products included etonogestrel (implanon), nsaid's from january 2009 to january 2010 and paracetamol (acetaminophen) from january 2009 to january 2010. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: extrauterine"), depression ("depression") and anxiety ("mental anguis"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, device expulsion, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received - new event migration of essure device location of device: extrauterine were added. Concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: extrauterine") and pelvic pain ("severe pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Concurrent conditions included dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. Concomitant products included etonogestrel (implanon), nsaid's from (B)(6) 2009 to (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2010. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguis"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2018 for the following reason: following company internal coding review the event"migration of essure device location of device: extrauterine" was recoded to meddra llt: device dislocation, the event was upgraded to serious and incident. No new follow-up information was received from the reporter. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. Concomitant products included nsaid's from (B)(6)2009 to (B)(6)2010 and paracetamol (acetaminophen) from (B)(6)2009 to (B)(6)2010. In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6)2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguis"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / essure coil perforates the posterior aspect of the uterus'), device dislocation ('migration of essure device location of device: extrauterine (left)/ left side migrated.') And uterine perforation ('essure coil which has perforated the posterior aspect of the uterus on the left side.') In a 36-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2009, vaginal delivery in 2003, vaginal delivery in 1996, back pain, bipolar affective disorder, fibromyalgia, weakness, meningitis, appendectomy, fibromyalgia, uterine dilation and curettage, bunionectomy and gonorrhea. Concurrent conditions included dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. Concomitant products included cefixime (flexeril), etonogestrel (implanon), ibuprofen (motrin), nsaids from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) from january 2009 to january 2010band trazodone. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain/ pelvic area pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On an unknown date, the patient experienced device expulsion ("essure on the right side is also identified within the endometrial cavity") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta) and surgery (robotic laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, dyspareunia, depression, anxiety, device expulsion and uterine perforation outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Plaintiff do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: discontinuity of the left essure device with extrauterine migration of the majority of the left essure component. Left fallopian tube is not occluded. Right essure position appears satisfactory but fallopian tube occlusion has not occurred. Contrast spills beyond the device. Unilateral occlusion (right tube occluded). Only right side was occluded. Left side migrated.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received : event "essure on the right side is also identified within the endometrial cavity", reporter, essure stop date added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('essure coil which has perforated the posterior aspect of the uterus on the left side'), fallopian tube perforation ('perforation (fallopian tube(s)), essure coil perforates the posterior aspect of the uterus') and device dislocation ('migration of essure device location of device: extrauterine (left), left side migrated'). In a 36-year-old female patient who had essure (batch no. 663252), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vaginal delivery on (B)(6) 2009, vaginal delivery in 2003, vaginal delivery in 1996, back pain, bipolar affective disorder, fibromyalgia, weakness, meningitis, appendectomy, fibromyalgia, uterine dilation and curettage, bunionectomy and gonorrhea. Concurrent conditions included: dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. Concomitant products included: cefixime (flexeril), etonogestrel (implanon), ibuprofen (motrin), nsaids from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2010 and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain/ pelvic area pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("essure on the right side is also, identified within the endometrial cavity"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta) and surgery (robotic laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, dyspareunia, depression, anxiety and device expulsion outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2009. Plaintiff do not have money. And definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, results: total bilateral occlusion; on (B)(6) 2010, discontinuity of the left essure device with extrauterine migration of the majority of the left essure component. Left fallopian tube is not occluded. Right essure position appears satisfactory, but fallopian tube occlusion has not occurred. Contrast spills beyond the device. Unilateral occlusion (right tube occluded). Only right side was occluded. Left side migrated. Lot number#: 663252, manufacturing date: 2009-07, expiration date: 2012-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain. Concurrent conditions included dizziness, abdominal cramps, blood pressure high, arthritis, neck pain and bladder infection. Concomitant products included nsaid's from (B)(6) 2009 to (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2010. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguis"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received - new event "depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.